Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified mid left anterior descending artery that is 99% stenosed. Predilatation was performed prior to stenting. After deployment of a 3.5 x 15mm xience prime stent a proximal edge dissection occurred. A second xience prime stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.